Manufacturer narrative:
The reported event was confirmed. The product was used for treatment and it was unknown if it was used for diagnosis. The device did not meet specifications. The product was influenced by the reported failure. Visual evaluation of the sample noted one opened (without original packaging) temperature sensing silicone foley with cut drainage tubing, sample port connector and an intact tamper evident seal. It was noted that there was a 0.2235" long tear in the balloon. The balloon must not be torn per the standard. No missing pieces were noted. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but leaked through the tear. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be tooling damage(core pins). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient on the day of use. Per additional information received on (B)(6) 2019, during sample evaluation, there was a torn balloon without missing pieces, which is indicative of a balloon burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the day of use. Per additional information received on 20sep2019, during sample evaluation, there was a torn balloon without missing pieces, which is indicative of a balloon burst.